Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown distal screw /unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature linhardt, o; matussek, j; refior, h and krodel, a. (2007). Long-term results of ventro-dorsal versus ventral instrumentation fusion in the treatment of spondylitis. International orthopaedics, 31,113-119. This study examines prospectively the randomised, long-term, clinical and radiological results of the treatment of spondylitis patients by ventro-dorsal or ventral spine fusion. Group 1 consisted of 12 patients who (after ventral removal of the focus of infection and autologous bone grafting) were treated by dorsal instrumentation. Group 2 consisted of ten patients who, after similar ventral removal and bone interposition, were stabilised by ventral instrumentation. From (B)(6)1997 to (B)(6) 1998, of the randomly assigned patients with spondylitis 12 underwent ventrodorsal instrumentation fusion and ten underwent ventral instrumentation fusion. The group that was treated by ventro-dorsal spondylodesis (group 1) consisted of eight male and four female patients. At the time of the operation the age of the patients ranged from 20 years to 75 years, the average age being 57.2 years. Patients from group 2 were treated by ventral spondylodesis. There were eight male and two female patients, having an average age at the time of the operation of 59.5 years (range 25-70 years). The postoperative follow-ups were at 6 months, 2 years and 5.4 years. This is report 4 of 4 for (B)(4). This report refers to unknown distal screw which was observed to have broken away from an osteoporotic thoracic vertebral body 3 months after the operation.